Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of hardware low-level failures (pump error 63) and this was the third occurrence. The customer also reported the insulin pump had a crack. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed. The error table indicates that the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
S/w ver 5.2a retainer = black case type = ngp the customer returned the pump for alleged pump error 63 alarms and a crack on the battery compartment found on (B)(6) 2023. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 63 alarm occurred during testing. A review of the pump history file shows during july 2023 the pump experienced three (3) pump error 63 ((B)(4)) alarms due to a problem with the twi interface or with ad5161 chip, listed below: (B)(6) 2023 17:40:43 hardwareerroralarm (B)(4) (B)(6) 2023 09:04:36 hardwareerroralarm ((B)(4) (B)(6) 2023 10:03:51 hardwareerroralarm (B)(4) the pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Pump error 63 alarms are confirmed, fault isolated to the electronics. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.